Event description:
It was reported to philips that both system's generators lost a power phase, preventing the system from booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a ep procedure. The procedure was completed as planned as the issue did not affect the procedure. The philips field service engineer (fse) visited onsite and confirmed that system unable to boot up. Review of the logfile shows system unable to boot up malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found both generators lost l2 from main power distribution unit. To resolve the issue, the fse replaced power interface module. The defective part was sent for analysis, for power interface module no malfunction was observed. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.